Manufacturer narrative:
The customer returned the meter for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 54%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Fingers were not decontaminated with alcohol prior to dosing. The package labeling instructs that fingers are decontaminated prior to dosing to avoid effecting the accuracy of the test results. Upon analysis of the meter memory, the result of 7.3 inr alleged by the customer was not observed, however, the result of 1.5 inr was present.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 9:45pm was 7.3 inr and the result at 9:48pm was 1.5 inr. The meter memory was reviewed and the result of 7.3 inr was not present. There was no allegation of an adverse event. The customer was not anemic, had no antiphospholipid antibodies, no heparin therapy, and no direct thrombin inhibitors. There were no changes to coumadin dose, no new medications, and no diet changes. The customer had some bruising, but did not seek medical treatment. The customer has been receiving injections for her back that were not related to the meter. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation, replacement product was sent. Relevant retention test strips (lot 27165) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.